Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the root cause could not be determined. The product returned for evaluation was one 22g safestep infusion set w/y-site. The unit was leak tested by flushing the proximal luer hub and y-site with water using a 12ml luer lock syringe. During testing, a leak was observed on the y-site housing, between the white and clear piece of the housing. Microscopic inspection of the leak site found two longitudinally aligned cracks on the distal end of the white piece of the y-site. The root cause of the crack could not be determined; however, possible causes include exposure to chemicals or environmental conditions. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that a chemical solution was leaking from the connector of the side tube during priming.